Manufacturer narrative:
Scolozzi, p., lombardi, t., edney, t., and jaques, b. (2005). Enteric bacteria mandibular osteomyelitis. Oral surg oral med oral pathol oral radiol endod; 99: e42-6. This report is for an unknown ao reconstruction plate/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following article: scolozzi, p., lombardi, t., edney, t., and jaques, b. (2005). Enteric bacteria mandibular osteomyelitis. Oral surg oral med oral pathol oral radiol endod; 99: e42-6. This study consists of two case reports of enteric bacteria mandibular osteomyelitis. The first report is of a (B)(6) woman who initially presented in the emergency room in (B)(6) 2003 with painful mandibular swelling of one week duration. Patient history included 12 previous surgeries for repeated mandibular osteomyelitis. Complete blood counts, c-reactive protein, x-rays, baterial cultures (B)(6) 2003. A course of intravenous clarithmycin started on (B)(6) 2003. The abscess was drained, decortication and curettage was performed. Two weeks later the patient reported an increase of pain and showed elevated inflammatory markers, along with pus swelling and fever. On (B)(6) 2003 surgery was performed and the fracture was then bridged with an ao reconstruction plate. One week later a computed tomography (CT) scan revealed cellulitis and left cervical lymphoadenopathy. On (B)(6) 2003, surgery was performed for plate removal, curettage and sequestrectomy. Courses of intravenous antibiotics were continued and patient slowly improved. At the four month follow-up, there was evidence of good healing and the patient was implanted with an ao 2.4mm reconstruction plate together with a simultaneous autogenous bone graft on (B)(6) 2003. This is report 1 of 2 for (B)(4). This report is for an unknown ao reconstruction plate.